Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the100 value properly on display graph. The insulin pump was also programmed with test glucose meter. Unit communicated properly and recorded the 155 mg/dl value properly from glucose meter. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display had a deep scratch. The customer could not recall how the damage occurred on the insulin pump. The customer also reported discrepancies between their sensor glucose and blood glucose readings. Customer's blood glucose was 315 mg/dl and the insulin pump was reading 345 mg/dl. Customer also reported the insulin pump did not go into threshold suspend in one incident because the sensor reading was between 80 mg/dl and 90 mg/dl and the customer's blood glucose was 30 mg/dl. The customer also reported a low blood glucose event where the paramedics were called for a blood glucose of 21 mg/dl. Customer was treated with dextrose during this event. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.